Event description:
The device history record (DHR) review was completed and there was no nonconformance found related to this event.

Event description:
It was reported that the device was explanted after an implant duration of approximately 52 months, due to aortic stenosis. Information learned from implant patient registry and from the health care provider's follow up response.

Manufacturer narrative:
Device not returned.